Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify and duplicate the customer's reported issue. Unit passed 66.8 hours extended testing with the customer's settings. Passed the initial final test and the initial alarm volume test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical was able to evaluate the suspect device. Found out that the is due for a 3 year/15k pm. Further investigation revealed that the pigtail is missing and the retention nut is loose. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator alert blower demand and repeated with several circuits. As of this time there is no information about patient involvement associated with this reported event.